Event description:
It was reported via phone call that the customer had blood glucose levels that rose to 400mg/dl and declined to 40mg/dl. Customer stated they almost went into a coma. Bent cannula was also reported. Troubleshooting was declined. Advised sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.